Event description:
A customer contacted siemens healthineers regarding an elevated (> reference range) atellica im high sensitivity troponin I (tnih) result on a sample from an 18-year-old male patient with no confirmed cardiac disease. The elevated result was reported to the physician and questioned. The same sample was reprocessed on a dimension exl 200 integrated chemistry system and results were similar. The same sample was reprocessed on two (2) non-siemens analyzers and results were lower but greater than the method reference range. There are no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer contacted siemens healthineers regarding an elevated (> reference range) atellica im high sensitivity troponin I (tnih) result on a sample from an 18-year-old male patient with no confirmed cardiac disease. The elevated result was reported to the physician and questioned. The same sample was reprocessed on a dimension exl 200 integrated chemistry system and results were similar. The same sample was reprocessed on two (2) non-siemens analyzers and results were lower but greater than the method reference range. There are no known reports of patient intervention or adverse health consequences due to this event. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.

Manufacturer narrative:
Siemens completed investigation for a customer observation of elevated atellica im high sensitivity troponin I (tnih) lot 104 results vs an alternate method (troponin t). Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the available instrument data files. Quality control (qc) recovered within the customer's acceptable ranges. No reagent or instrument issues were identified. Values obtained with different assay methods cannot be used interchangeably. The measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology. The cause of the event is unknown. The customer is operational, and the reported issue is resolved by routine troubleshooting. Section h6 has been updated to reflect the investigation. Initial MDR 1219913-2024-00430 was filed on 14-oct-2024.